Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient was having pain near her ribs from the pump, so the hcp was moving the pump to a new pocket. Because the pump was half way through its life expectancy, the pump was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.